Event description:
It was reported that while in primary knee case. Used a captured femoral cutting block put in a 5 and while going to cut the size the doctor changed his mind. Went to pull out of cutting block and femoral impactor and two pins snapped off and stayed in patient. The surgeon used vice grip and pulled them out. Grabbed another size 4 block and cut when completed and pulled out again one of the pins got snapped off in the bone again. Surgeon removed pin and closed up and finished case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while in primary knee case. Used a captured femoral cutting block put in a 5 and while going to cut the size the doctor changed his mind. Went to pull out of cutting block and femoral impactor and two pins snapped off and stayed in patient. The surgeon used vice grip and pulled them out. Grabbed another size 4 block and cut when completed and pulled out again one of the pins got snapped off in the bone again. Surgeon removed pin and closed up and finished case.

Manufacturer narrative:
A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. Visual evaluation showed the device was returned with one fixation peg disassociated from the block, and device evaluation under magnification concluded that there was no evidence of an interference fit between the missing peg and the blind hole. No patient information was provided for review. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. Based upon the conclusions of the visual analysis, it was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. The reported event regarding a fixation peg disassociating from a size #4 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was confirmed.